Event description:
The initial reporter alleged a discrepant negative result for the anti-hcv g2 elecsys cobas e 100 v2 assay compared to a positive result obtained using an abbott system. On 23-may-2023, the customer reported a result of 0.062 coi (negative) for the anti-hcv g2 elecsys cobas e 100 v2 assay. On the same date, the abbott system reported a result of 1.8 s/co (positive).

Manufacturer narrative:
The analyzer serial number was not provided. The investigation was limited due to the unavailability of sample material, calibration data, quality control data, and pre-analytic information. A definitive cause for the reported discrepant result could not be determined based on the available information.